Event description:
It was reported that the cadd legacy plus pump gave motor error. The reported event did not occur while in use with a patient.

Manufacturer narrative:
Other, other text: returned device was received for evaluation . Evidence of reported problem in event log was found. During the evaluation of the device customer's reported problem was confirmed. The pump was found to be displaying "1871" error code message on power up during the investigation. Found motor locked out that causes the issue. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that the cadd legacy plus pump gave motor error. The reported event did not occur while in use with a patient.